Manufacturer narrative:
Product not returned to manufacturer.

Event description:
Doctor indicates was in surgery and opened an implant container and there was no implant inside. However, the doctor was able to complete the surgery with another implant.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Complaint indicates the implant was not found in the container when opened. The alleged event is non-verifiable without return of the package. A root cause for the complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. (B)(4).